Manufacturer narrative:
An evaluation of the returned product was conducted including compression set and work time. Results of the evaluation indicates the product met specifications. In addition, the tip of the returned cartridge appears to have been modified by the doctorand it was not the correct tip that was supposed to have been used with this product.

Event description:
On (B)(6), a doctor prepped a patient for a crown. He used z100 flowable for temporary material and used no temporary cement. The next day (B)(6), 2011 the patient called complaining of a rash on the side of tongue and returned to the doctor's office. The doctor advised her to take benadryl and gave her a prescription for orabase. The doctor called the patient several times since the incident, but did not receive a return call. She assumes everything is ok. The doctor said the patient was probably allergic to vinyl. There have been no indications of any further health concerns.